Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the distal part of the glass cap was detached and returned; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited mild devitrification at the output window; the metal cap exhibited mild burnt on detritus; the outer flow tube exhibited signs of contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber. (B)(4)..

Event description:
It was reported that the fiber cap detached @ 71,760 joules. Customer confirmed that the fiber cap didn¿t detach, it was only loose. The procedure was completed with a second fiber @ 11,263 joules. There was no injury to the patient.